Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge. The impact on the customer¿s blood glucose level was unknown. Customer technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area. The issue was not resolved after reloading the same cartridge or after filling and loading a new one. Therefore, the case was escalated for additional assistance. The customer reported they would contact their healthcare provider regarding an alternate form of insulin therapy.